Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at proximal side of fiber/cap fusion zone; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap and outer flow tubing exhibit melting at the location of the fracture; the metal cap exhibits moderate char around the output area. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber had a "broken tip-did not detach" at 88,655 joules of use. The procedure was completed using a second fiber. Patient outcome: "ok".